Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to aseptic loosening. Doi: unknown ; dor: unknown; affected side : unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available xrays images were reviewed. Based on the xray evidence, complaint cannot be confirmed. No loosening condition was observed on depuy's device. No radiolucency can be observed around stem and considering poor condition of the patient's bone, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, a3, a4, b5, b7, d4 (lot, catalog, UDI), d6a, d6b, d10 (concomitant med products), g4 (PMA/ 510(k)), h4, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a.

Event description:
Medical records received. Doi (B)(6) 2013: the patient received a revision of an unknown left tka to treat aseptic loosening of the tibial tray. Upon entering the joint, the surgeon identified metallosis. The unknown tibial tray was grossly loose at an unknown interface and revised along with a well-fixed tibial stem. The unknown femoral component was revised due to accommodate the distal femoral replacement. The patient was implanted with an mbt revision metaphyseal sleeve, mbt tibial tray, cemented tibial stem, and lps distal femoral construct including a cemented femoral stem and lps hinged tibial insert. The surgeon utilized competitor cement x 4 and competitor cement restrictors x 2. The surgeon notes the patient has poor bone stock on both the femoral and tibial sides. The procedure was completed without complications. Clinic note dated (B)(6) 2018: patient complains of pain and walking difficulty of her left knee. The office motes indicate a fall and periprosthetic fracture, as well as progressive radiolucency around the femur. The patient is referred for revision. Dor (B)(6) 2018: the patient received a left knee revision of the femoral construct to treat pain, periprostatic fracture, and aseptic loosening of the femoral construct. Upon entering the joint, the femoral fracture is confirmed with evidence of extensive healing. The femoral component and straight stem were loosened at an unknown interface and easily removed. There was no reported product problem with the revised tibial insert and hinge. The patient was revised with an lps femoral component, 2 lps segmental components, and an lps tibial insert with hinge utilizing competitor cement x3. The procedure was completed without complications. Doi: (B)(6) 2013. Dor (B)(6) 2018. Left knee.